Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied over the lung during a lobectomy procedure, the adapter was not performing correctly. The surgeon said that the reloads were firing slowly and that they were falling out in the abdomen and not forming. Suction was used to retrieve the staples from the abdomen. The patient tissue was normal. There was a delay in the procedure because the surgeon was having issues with the reloads firing it took him longer to do the case. There was an incomplete staple line at the proximal area. The staples towards the crouch of the reloads were not forming. They changed to a different adapter to resolve the issue and complete the case. The surgical time was extended by more than 30 minutes. There was no patient injury as reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.